Manufacturer narrative:
The device alarmed during self test due to a faulty connector on the radio frequency board. The device was received with normal operating currents, it passed the unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery test alarm or black display anomaly noted. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call the insulin pump alarmed rf pic failed self-test error message. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. The husband stated the customer is in her third trimester of pregnancy. The screen turned black and it turned back on. The alarm did not occur during the rewind/prime sequence. The customer's husband was assisted with performing the self-test and the insulin pump alarmed rf pic failed self-test error. The insulin pump will be returned for analysis.